Event description:
(B)(4). Since I have had this device implanted have had nothing but pain and odd problems. The day of my implants my dr. Forgot to put the tube on that releases the coil in to my right tube. Which caused it to inflammation he the proceeded to the left side. This took well, 30 min later back to the right side. This was very painful but done after I lay on the table for a while with my husband by my side. Talking with about what just happened. My blood pressure was taken was a little high. A few days later I returned to the office with extreme pain on my right side. Was told this is normal however this was constant. Finally the dr decided I need to have this tube removed. So I was scheduled for surgery the following day. This went well. However their has been no change! I am still in pain. I also have a few other effect's I believe that is due to this essure. Hot sweats,painful long periods,intercourse is extremely painful, bloating.